Event description:
A lateral canthopexy was performed and the conjunctival layer was closed during fast absorbing 5-0 gut sutures. A tiny amount of dermabond topical skin adhesive was placed along the lateral skin region of the lateral canthotomy. It was noted that the skin blanched and the dermabond was wiped away causing an abrasion in the right lateral corner of the eye. Subsequently, the 5-0 fast absorbing suture was close the wound. At time of incident, bacitracin ointment applied to affected area.

Manufacturer narrative:
Some information for this report had not been provided at this filing. If the information is provided at a later date, a supplemental filing will be sent. Product lot retains were tested for set time and set tempurature and tested within release specifications. The event description does not suggest that the functional performance of the device was out of specification, but indicates a possible sensitivity reaction. A small percentage of the population may have hypersensitivity to the adhesive or its derivatives. Typically, these reactions occur immediately after application. Without sensitivity testing on these materials, it is not possible to determine if the reaction was due to the adhesive or other factors. The package insert informs the user that reactions may occur in patients who are hypersensitive to cyanoacrylate or formaldehyde. Reactions in these patients are typically limited to redness and/or inflammation that resolves without further treatment once the adhesive has been removed.